Event description:
A field engineer evaluated the device and observed a ventilator inoperative malfunction and confirmed "when the device powered up the screen is going blank and giving ventilator inoperative alarm". The device was not in patient use. The system does not meet the specification for the performed service and is not returned to use.